Event description:
Patient's head positioned in MRI neuro headrest (doro fixation device) with pins. Immediately after positioning the head slipped and one of the pins caused a laceration adjacent to the pin site. The laceration was sutured and the patient's head reposititoned for sub-occipital craniotomy.